Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that switch box, plug unit, connecting tube had scratched; suction cylinder had no color; label on suction connector was peeled; water removal ability did not meet the standard value due to damage on nozzle; play of upward/downward angulation control knob was out of the standard value due to wear of angle wire; light guide lens had a crack. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope air insufflation did not work. The device was returned for evaluation. During the device evaluation, foreign material was found in jet tube, plastic distal end cover and nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). A definitive root cause cannot be determined. The suggested event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.